Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the patient, who has lupus and is on steroid therapy, contacted animas and alleged having been hospitalized with a blood glucose of 500 mg/dl. The patient had large ketones, nausea, vomiting, and symptoms of dehydration. Treatment included IV fluids and insulin via injection and pump. The customer felt the concomitant illness was the cause of the excursion, but customer support found that the bolus type (normal, extended, combo) was incorrectly programmed and attributed the issue to training misuse.